Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the display device displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. The share log was reviewed and the transmitter failed a "low transmitter battery" was displayed in the logs. The customer complaint of pairing failure was confirmed. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.